Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that her blood glucose exceeded 600 mg/dl. The patient was hospitalized for the high blood glucose. The patient experienced nausea, vomiting, incoherence, and slowed speech. The patient was treated via insulin pump bolus and IV drip. The infusion set and tubing was also changed. During troubleshooting, no anomalies were noted. The insulin pump was not returned for analysis.